Event description:
It was reported that 50 bd plastipak¿ concentric luer lock syringes had excessive lubricant on them. The following information was provided by the initial reporter, translated from french to english: "new syringes are too lubricated and the lubricant sticks between the stopper and the body of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2020-12-14. H6: investigation summary: three sealed samples have been provided to our quality team for investigation. Upon visual inspection, no excess of silicone or other foreign particles can be observed in any of the sample. A device history review was performed for reported lot 2008050, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the returned samples, all product met required specification. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 bd plastipak¿ concentric luer lock syringes had excessive lubricant on them. The following information was provided by the initial reporter, translated from french to english: "new syringes are too lubricated and the lubricant sticks between the stopper and the body of the syringe."